Event description:
It was reported that the patient presented for a procedure. It was noted that the right atrial lead failed to capture and exhibited under sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable.